Manufacturer narrative:
A few seconds after the loss of power along with all images, the power and all images returned. The following week when the sales trainer was present and the issue reoccurred, he noted that the isolation power transformer fuse was out of position and was likely the reason for the power outage.

Event description:
It was reported that there was a complete loss of power during a procedure resulting in loss of all images. The system powered back on after a few seconds and the user was able to complete the case. There was no patient injury or other adverse health consequence.